Event description:
Boston scientific crm received information that this patient thought, he heard beeping tones from his device and contacted our technical services (ts) department. Ts explained that pacemakers do not emit beeping tones. The patient also expressed concern that his battery could be dead and stated he has felt dizzy symptoms and actually fell and hit the floor after taking a nap and then jumping out of bed. This occurred after a full day of driving in hot and humid weather. Ts asked how often the patient get's his device checked and the patient explained that he hasn't had it checked in 2-3 years.

Manufacturer narrative:
Ts explained that it sounds like the heat and exertion combined with the quick jump out of bed could be the issue, however explained to the patient the importance of getting the device checked. The patient stated he would contact his physician. There is no further information available. Should additional information become available, this event would be updated.

Manufacturer narrative:
Two and a half years later the device was explanted and replaced for normal battery depletion. There were no additional allegations reported against this product since. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A longevity test was also performed and the device passed for normal longevity.